Event description:
It was reported that patient's right ipg was eroding from the pocket. As a result, surgical intervention was undertaken on (B)(6)2024 to reposition the right ipg to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: g3 was incorrect on the initial report.